Event description:
It was reported that a person using the ilet with subcutaneous insulin experienced persistent hyperglycemia after restarting pump therapy, with glucose readings up to 360 mg/dl despite a sensor reported as accurate and use of a 23-inch teflon infusion set; they also administered 6 units via insulin pen at lunch without disconnecting from the pump, and had longstanding injection sites with possible scar tissue and recent weight loss affecting infusion site selection. Symptoms included high blood glucose. Outcomes included glucose returning to range after troubleshooting and education. Investigation included follow-up calls, review of infusion set integrity and site selection, user education on disconnecting the pump when giving manual injections, and recommendation to change the infusion set and rotate to alternative sites to avoid scar tissue. Investigation of this case revealed no evidence of bent cannulas or hardware malfunction, and user practices were identified that can contribute to hyperglycemia, including stacking insulin with the pump connected and using scarred injection sites that may impair insulin absorption. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user technique and site-related absorption issues as plausible contributors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.